Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose level was 48 mg/dl at the time of incident. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer reported that they had shaking, sweating, mental confusion, inability to follow simple commands symptoms. Blood glucose value at the time of call was 224 mg/dl. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.